Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed an error 2 strip issue, error 3, error 4, and error 5 strip issue message during testing. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter issues began on (B)(6) 2015 around 12-1pm. The patient reported that she manages her diabetes with self-adjusted insulin (novolog 25 units at noon; lantus 35-65 units in the morning and 30 units at dinner). The patient claimed she continued to follow her usual diabetes management routine in response to the error messages appearing. During the call recording, the patient stated that 45-60 minutes after the alleged issues occurred, she developed symptoms of feeling ¿tired, sleepy, sweaty, hungry and had a headache¿. In response to her symptoms, the patient claimed she ate some food and had something to drink. The patient claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The csr confirmed the correct test strips were being used for testing and the correct testing process was being followed. The csr walked the patient through a retest and the alleged issues could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter error messages began to appear.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.